Manufacturer narrative:
The qc data provided did not indicate the ranges or the lot information. The customer stated that the qc was acceptable. The last calibration was performed on (B)(6) 2022. Signal 2 was noted to be lower than expected but consistent. The alarm trace had multiple gripper alarms on the date of the event. The field service representative (fsr) found a problem with the gripper errors. He concluded that dirty gripper fingers caused the problem. The customer then cleaned the gripper fingers. The customer ran patient samples with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys pth stat immunoassay results for two samples from one patient tested on the cobas e 411 rack. The initial results were not reported outside of the laboratory. The reporter questioned the results which prompted a rerun of the sample. The pth at 10-minutes sample had an initial result of 1.20 pg/ml with a data flag. The repeat result was 12.06 pg/ml with a data flag. The pth at 60-minutes sample had an initial result of 1.20 pg/ml with a data flag. The repeat result was 7.53 pg/ml with a data flag. The repeat results were deemed correct. The reagent lot number is 58361801 with an expiration date of 31-mar-2023.